Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic and presented with low output current. The patient had just recently undergone a battery replacement 2 weeks prior. Error code 254 was observed while in clinic and the patient was not able to feel stimulation. It was reported that the patient had their magnet tapped over their generator for the past 3 days due to painful stimulation. The nurse then attempted troubleshooting by performing multiple magnet swipes in a rapid succession for 30 seconds and to try and interrogate the device after that. This was completed and a new error code 128 appeared during the interrogation step. The patient's pulse width was then adjusted but this just resulted in error code 254 again. The patient then underwent another battery replacement, but the explanted generator has not been received to date. Internal investigation into confirmed cases was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No other relevant information has been received to date.